Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with an unspecified skin irritation/reaction at an unspecified time following a surgery. The patient was prescribed antibiotics. No further information was provided.